Event description:
End user tried product in (B)(6) 2013. Noted itching around stoma. Removed wafer and found rash under durahesive portion of wafer.

Manufacturer narrative:
Based on the available info, the event 'rash and itch' under the product is deemed serious. According to the rptr, they removed wafer, applied stomahesive powder and went back to another brand product. The rash then cleared. From a clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to FDA on (B)(4) 2013. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.